Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, a promus element drug-eluting stent (des) was implanted at the proximal left circumflex (lcx) and a promus element des was implanted at the first obtuse marginal branch (om1). In (B)(6) 2014, percutaneous coronary angioplasty (ptca) was performed and a promus premier des was implanted at the om1. In (B)(6) 2015, ptca of the proximal lcx was performed using a 3x15mm quantum apex balloon catheter. Subsequently, ptca of the om1 was performed using a 2.75x6mm flextome cutting balloon and a 2.75x15mm quantum apex balloon catheter and intravascular brachytherapy (ivbt) was also performed. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was the medical history of coronary artery disease with prior percutaneous coronary intervention (pci). There was crescendo angina and an intermediate coronary syndrome. Subsequently index procedure was performed. The target lesion was a de novo lesion located in the 1st left posterolateral (lpl) with 80% stenosis. It was 10 mm long, with a reference vessel diameter of 2.50 mm. There was mild vessel tortuosity. The target lesion was treated with pre-dilatation (diameter of largest balloon = 2.00 mm; 12 atm) and insertion of a 2.25x12mm promus premier stent. Post-dilatation was not performed. There was 10% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was hospitalized with angina and diagnosed with isr of the lpl1. On the same day, the patient underwent percutaneous coronary artery balloon angioplasty using a 2.50x12mm non-bsc balloon catheter and atherectomy ptca using a 2.75x6mm flextome cutting balloon at the om1. Atherectomy ptca of the lpl1 was also performed using a 2.75x6mm flextome cutting balloon. The pre-treatment stenosis was 90% and the post-treatment stenosis was 10% for both lesions. The pre-and-post treatment thrombolysis in myocardial infarction (timi) flow was 3. In (B)(6) 2016, the patient was again hospitalized with angina and diagnosed with isr of the lpl1. The patient presented with recurrent, non-radiating chest pain and shortness of breath with minimal exertion (et = .5 block). The patient attributed this to having run out of plavix 3 weeks prior to admission. Due to this, the patient did not take plavix for 2 weeks, but had restarted it 3 days prior to admission. He reported compliance with his medications. On the same day, the patient underwent percutaneous coronary artery balloon angioplasty using a 2.50x20mm non-bsc balloon catheter and atherectomy ptca using a 2.50x6.0mm flextome cutting balloon. The pre-treatment stenosis was 90% and the post-treatment stenosis was 10%. The pre-treatment thrombolysis in myocardial infarction (timi) flow was 2. The post-treatment thrombolysis in myocardial infarction (timi) flow was improved to 3. No further complications were reported. The next day, the event was considered resolved, and the patient was discharged on aspirin and plavix (clopidogrel).